Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix was fractured. The distal electrode of the lead was missing the monolithic controlled release device that contains the steroid. The analyst noted that destructive analysis was performed and confirmed that the helix was fractured in-vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. There was high thresholds and fracture on the lead. It was also noted the lead screw helix was broken. The lead was explanted and replaced. No patient complications have been reported as a result of this event.